Event description:
Distributor informed mfg that ventilator suddenly stopped ventilating. Doctor reported values pressure increased suddenly to high values and the flow also is unstable. Distributor informed that the problem occurred when the ventilator was in clinical use. Report indicates there was no harm to the pt. (B)(6), 2010 / (B)(6) suggesting that vent might be due for a major overhaul; depending on when the last overhaul was done, if any.

Manufacturer narrative:
Attempting to obtain more info and to have device returned for eval. Will provide add'l update when available.